Manufacturer narrative:
E1: (B)(6). E2: health professional ¿ yes. The device was evaluated, and the customer allegation was confirmed. The visual and functional testing was conducted, and the device evaluation found watertightness was not maintained. This would have allowed moisture to penetrated into the inside of the product and cause the internal charged coupled device malfunction that would have resulted in no-images. A definitive root cause cannot be identified. A device history review of the current product was conducted and no deviations that could have caused or contributed to the reported issue was identified. Should additional information be received, a supplemental will be submitted.

Event description:
It was reported that the camera head had no image while connected to the processor. The camera head was not detected in both towers. The issue occurred during a therapeutic procedure that was completed using a similar device. There was no issue noted during the initial check. There were no reports of patient harm.